Event description:
Information was received indicating that the device function was confirmed with a magnet. The device remains implanted and will continue to be monitored.

Event description:
During follow-up, interrogation of the device was not possible. No intervention has been performed at this time. Further investigation is anticipated to be performed at the patient's follow-up appointment. The patient was in stable condition.